Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15may2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the central processing unit (cpu) and the issue was resolved.

Event description:
It was reported that had an alarm speaker failure (the front panel alarm light was on). The device was in use at the time of the event; however, there was no patient harm.